Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (won't power up) was confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to an internal short through the computer/analog board, burning the j1 battery connector. The root cause for the internal short could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a patient's monitor would not power on.